Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that an e-2 error was displayed after 15 seconds of operation. It was further reported that after the error was displayed the main unit shut down. Further, it was attempted to use the unit again but the same problem occurred. Finally, a backup unit was used.